Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had motor error. The customer¿s blood glucose level was unknown. The troubleshooting was performed. The customer was unable to rewind the insulin pump, every time she rewind she was getting motor error. The customer stated that the drive support cap was sticking out. The customer was advised the insulin pump will need to be replaced and to discontinue use of the insulin pump and recommended customer to refer to back up plan. The insulin pump will be returned for analysis.